Event description:
(B)(6) was consultant performing ablation of kidney tumor on (B)(6). Lasering started at 11:55 the laser (dornier dur-hl20 it isn't listed on the list at the top) worked on settings 10 and 1.2 then increased to 10 and 1.2 then after 10 minutes to 10 and 1.4 then it came up with error code 14 which was the same as what the last fault was a couple of weeks ago which was resolved and parts replaced and it had been fine. They dropped down to 0.8 and 8.0 but no power. They changed the fibre still no change. They had to abandon the case. The patient is high risk but had to try as to stop the bleeding. He isn't fit enough to go back for surgery again to complete the procedure. On 04/07/2017: update telephone call from (B)(6) sales manager, (B)(6) - wayne has been advised that there is a high possibility that the patient could die. (B)(6) also advised that this was the first time the device had been used after a recent repair. On 04/07/2017: further update from (B)(6) sales manager, (B)(6) - meeting today was with (B)(6), theatre manager, and confirmed poor condition on the patient. - high risk for original procedure, laser failing resulting in treatment not being completed, and patient having heart attack post-op. Due to this outcome continue kidney cancer treatment is now unlikely as too unfit for repeat procedure.